Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Visual inspection revealed the connector jp4 of the power flex circuit lemo connector was damaged. The lemo connector had burnt pins. Visual inspection also revealed a damaged ptv vent-side pigtail cable extension with a lemo connector pin that was burnt/ melted. Carefusion replaced the power flex to address the reported issue.

Event description:
It was reported to carefusion that the lemo connector update would not lock into place and that the customer may have damaged the connector when attempting to remove lemo connector. While in service, burnt components were discovered. This reportable event was discovered while in service, therefore there was no patient involvement.